Event description:
It was reported that during a surgical intervention, the patient received a shock due to oversensing external interference from an electrical scapel. A few days later during an interrogation, loss of wireless telemetry was noted between the device and programmer. There was not issue noted with telemetry at a subsequent visit. Additionally, it was noted that the patient's left ventricular lead had high thresholds. The right ventricular lead, device, and left ventricular lead all remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Device evaluation was errantly indicated as being in progress. No information was available for analysis.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Products: 694765 implantable tachy lead 2009 (B)(6); 5071-35 implantable pacing lead 2009 (B)(6); 4574 implantable pacing lead 2009 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.